Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. During functional testing it was noted that the clamp arm of the device did not open and close while activating the device trigger. The device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, resulting in not allowing the clamp arm to properly open and close and affecting the interface between the handpiece and the device. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. No conclusion could be reached as to what caused the damaged rotation knob pin hole. The broken rotational knob is not related to the blade tip breaking off.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the titanium tip of the scalpel was broken after using it for 10 minutes. The broke piece did not fall into the patient and was retrieved by forceps. Another device was used to complete the procedure. There were no adverse consequences for the patient.